Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
As reported by the ous affiliate, a microsensor provided inaccurate readings during a procedure, after being calibrated. It was removed and replaced with another microsensor. No delay or patient harm reported.